Event description:
The facility representative reported to baxter (B)(4) on (B)(6) 2010 that a colleague infusion pump was involved in an alarm incident (alarm not confirmed). At the time of the problem the pump was connected to an unidentified patient and set at 1ml/hr, volume 500ml. The operator looked up as the pump was alarming and noted that fluid was running freely. The pump was stopped immediately, approximately 200ml had been delivered - 12iu of syntocinon. There was no patient/user/other person's injury reported, although the reporter mentioned the patient was a little stressed. The software version for this device is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). There is not a 510k number for this complaint since this is an international pump. This pump will be reported to the FDA since it is a same/similar pump in the united states. The pump was received and will be evaluated by baxter. A follow-up report will be submitted if the evaluation results or additional information becomes available.